Manufacturer narrative:
Literature article: intermediate and long-term follow-up of transcatheter closure of congenital coronary cameral fistulas in infants and children: experience from a single center as reported through a article review a 2.25-year-old patient with a coronary cameral fistula and coronary artery aneurysm. It was reported that a 14mm amplatzer vascular plug was chosen for implant to occlude a coronary cameral fistula. It was reported 3 months post-procedure, a large residual shunt was noted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿intermediate and long-term follow-up of transcatheter closure of congenital coronary cameral fistulas in infants and children: experience from a single center¿, was reviewed. The article presented a case study of a 2.25-year-old, 10kg patient with a coronary cameral fistula and coronary artery aneurysm. It was reported that on an unknown date, a 14mm amplatzer vascular plug was chosen for implant to occlude a coronary cameral fistula. It was reported 3 months post-procedure, a large residual shunt was noted. There was no treatment reported. The article concluded that tcc of ccfs in infants and children appears to be effective and is associated with a relatively low complication rate. Large ccfs and giant coronary artery aneurysms (caas) represent a higher risk of both acute and intermediate and long-term adverse events after closure. [The primary and corresponding author was zhiwei zhang, department of pediatric cardiology, guangdong cardiovascular institute, guangdong provincial people¿s hospital (guangdong academy of medical sciences), southern medical university, guangdong provincial key laboratory of south china structural heart disease, guangzhou, 510100, china, with corresponding email: drzhangzw@sohu.com].